Event description:
The plastic of the charger significantly melted from charing. Left and right hearing aid plastic deformed within the charger. No injury and no medical intervention were reported.

Manufacturer narrative:
This case is being re-submitted electronically as part of a CAPA. The initial report was sent as a hard copy by mail in 2022. As part of the CAPA we have determined that all paper submissions should be re-submitted electronically to FDA. The investigation found that the unit received showed extensive melting around usb-c receptacle, which seems to be caused by heat. The analysized material and experiments in the lab showed no evidence of fire during the incident. The usb plug from usb cable was desoldered during the incident , probably due to high temperatures, and remains in the usb receptacle. Ray showed bent pins in usb plug/receptacle. Battery and pcba are very damage due to high temperature reached during the incident it was not been possible to reproduce in the lab this failure mode with extended melting. All trials to reproduce a thermal event resulted in very localized melting around usb receptacle. The charger and cable are prevented from further damage as they contain flame retardant. There is an overaching CAPA for the usb cables and charger. The new cables are now being provided to the market with no complaints thus far of melting.